Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent a totally thoracoscopic pulmonary vein isolation procedure with concomitant left atrial appendage exclusion (laae). While inserting the mid1 dissection device behind the right pulmonary veins, the left atrium was injured, and bleeding was observed. Cardiopulmonary bypass was initiated, and hemostasis was achieved with ligation and suture. The right pulmonary vein isolation procedure was aborted. There was no reported device malfunction, and the adverse event was the result of a procedural complication.